Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, e2,e3, g2, h2, h4, h6 and h10. Correction to e2,e3. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Although the reported phenomenon was not reproduced after replacing the lamp with another clv-190, the lamp was incorrectly attached and a phenomenon in which the lamp did not light up or turned off occurred. As a result, the emergency lamp indicator was turned on and it is assumed that e102 error (clv lamp turned off) was informed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac mentioned to the customer that an e102 error normally occurs when the xenon light source main lamp fails to ignite. As a result, the system will turn on the halogen spare lamp as an alternative. Tac informed the customer that the error was not scope related because the lamp can be turned on without a scope connected. In addition, tac stated that there was approximately 300 hours remaining on the xenon lamp. The lamp can go up to 500 hours but not guaranteed to last that long. Since the customer had another 190 tower during the call, tac advised to swap the lamp and heat sink assembly from one clv-190 to the other. If the error persists, the light source will need to be sent in for repair. However, if the issue follows the lamp and heating assembly, then the problem is with the heat sink and lamp assembly. A follow up email was sent and the customer confirmed that the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source spare lamp indicator turned on and an e102 error displayed on the monitor. The event occurred during preparation for use. The user powered off the system and replaced the scope to resolve the issue. There was no patient involvement, no harm or user injury reported due to the event.